Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited backup vvi mode. A software anomaly caused high current drain, resulting in premature battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was at end of life (eol). The device was explanted.